Event description:
It was reported that during stent deployment a thrombus formed at the distal segment. The thrombus was dissolved with medication (type and dose unknown). The patient was reported to be in a stable condition.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record (DHR) review confirmed that the device met all material assembly and performance specifications. The device was implanted; therefore, is not available for evaluation. There is no indication that the reported event is related to product specification, nonconformance or misuse. Also, there is no indication that the subject device malfunctioned. Thrombosis is a known and anticipated complication of these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during stent deployment, a thrombus formed at the distal segment. The thrombus was dissolved with medication (type and dose unk). The pt was reported to be in a stable condition.